Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. Customer was checked the blood glucose at 111 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated with the injection for the high blood glucose. Based on customer¿s report customer did allege insulin pump was under delivering. Customer reports insulin did not exited at the tubing. Customer stated that the drive support cap was appears normal. The device will not be returned for analysis.